Event description:
It was reported that the nurse was using a coupler ii during the case and it became unglued and fell to the floor causing the patient's head to fall. The nurse grabbed the head and luckily nothing was damaged.

Manufacturer narrative:
PMA/510k: corrected information.

Event description:
It was reported that the nurse was using a coupler ii during the case and it became unglued and fell to the floor causing the patient's head to fall. The nurse grabbed the head and luckily nothing was damaged.

Manufacturer narrative:
It was confirmed that the coupler ii separated at the base from the carbon fiber tubing due to the epoxy no longer holding. This unit is over 10 years old which is outside of the recommended product life cycle of 10 years.

Event description:
It was reported that the nurse was using a coupler ii during the case and it became unglued and fell to the floor causing the patient's head to fall. The nurse grabbed the head and luckily nothing was damaged.